Event description:
Non-integration. (B)(6) called in on (B)(6) 2023 that his lodi implants did not have osseo-integration on one pt. Dr placed 6 lodis on (B)(6), they started failing 3 weeks later and by (B)(6) they were all out. Dr did not have reference numbers or lot numbers. He provided me implant specs and I am inputting my educated guess on ref and lot numbers in the notes section below.

Event description:
Non-integration. Doctor (B)(6) called in (B)(6) 2023 that his lodi implants did not have osseo-integration on one patient. Dr placed 6 lodis on (B)(6), they started failing 3 weeks later and by (B)(6) they were all out. Dr did not have reference numbers or lot numbers. He provided me implant specs and I am inputting my educated guess on ref and lot numbers in the notes section below.